Manufacturer narrative:
Carefusion has requested additional information from the distributor in (B)(4) on the reported event and status of the patient if there was patient involvement. As of (B)(6) 2015 there has been no additional information provided by the distributor in (B)(4)pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s air/o2 blender in the gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(4) to repair the device and return it to service.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device was delivering incorrect fio2 % and was alarming. The patient was removed from the device and placed on another device. There was no report of harm to the patient.